Event description:
It was noted that the physician elected to reprogram the device. The system remains implanted.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had received appropriate shocks after this implantable cardioverter defibrillator (ICD) detected ventricular tachycardia (vt) and before the patient lost conciseness. The device was reprogrammed. It was noted that later an ablation procure was done which was successful. During the most recent follow up the patient was seen due to receiving shock therapy and experiencing loss of consciousness. The patient had very low amplitudes ventricular fibrillation (vf) and the shock took several minutes to be delivered. The patient had to have external heart massage prior to the shock being delivered. A review of the device data noted undersensing. It was noted that variations in amplitude appeared to be the reason for the undersensing rather than a device malfunction. It was noted that there were several cycles of undersensing and therapy being delayed as well as the initial detection also being impacted by undersensing. It was noted that one arrhythmia lasted for forty five minutes and was undetected thus did not trigger an event thus the patient had to be brought into the hospital via ambulance. The device was once again reprogrammed and the patient is being monitored at the hospital. A request for support was requested from boston scientific technical services (ts). No adverse patient effects were reported.

Event description:
Ts reviewed device data confirming variable intrinsic amplitude and discussed programming considerations to promote timely therapy without increasing the likelihood of inappropriate therapy. The field representative will present the findings to the physician for additional discussion.